Manufacturer narrative:
The MFR is trying to get the device back for analysis; if obtained, a follow-up report will be sent.

Event description:
The customer reported, this right ventricular lead micro-dislodged and was surgically abandoned and replaced. There were no reported adverse pt effects. The device was actively implanted for approx 3 years, 9 months.